Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/25/2014 - sales rep provided sticker sheet. Part/lot information updated. There is no new additional information that would affect the investigation. Update rec'd 7/7/2014 - medical records received. Upon revision, 50 ml of brownish gray metallosis type material and necrotic capsule surrounding the hip joint posteriorly were noted. The information received does not change the MDR decision. This complaint was updated on: 07/15/2014.